Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with complaints of occasional stinging sensations around the pulse generator. Programming changes did not produce pocket stimulation. The patient had occasional sensations while in the ER at different positions on the chest, and reports having muscle tremors in other areas of their body, not in the chest region. Some noise on the atrial egm was observed during arm movements. The patient later presented to the clinic for additional evaluation and after further assessment, it was discussed that the patient will continue to be followed-up. The patient was asymptomatic and was in stable condition before, during, and after the check.